Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 6 pocket b3 had failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pocket had failed even after rebooting. The field service engineer (fse) found that the customer had already replaced the cubie pocket. The fse had the customer open and close the pocket and perform inventory. The customer verified and confirmed the issue was resolved. The system functioned as intended after the customer resolved the issue on the device.